Manufacturer narrative:
Analysis of the submitted photograph was unable to conclusively identify the specific location of the alleged crack on the mcs instrument tip cover accessory. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory was damaged with no evidence or claim of user mishandling/misuse. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user identified a crack on the monopolar curved scissors (mcs) instrument tip cover accessory. There was no report of fragment falling into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the user inspected all the instruments and accessories prior to use. The mcs instrument tip cover accessory was placed using an installation tool, no electrolube was applied on the mcs instrument. During intraoperative use, the instrument was energized using an erbe vio300d generator with settings configured at cut: dry 5, 45 w and coag: swift3, 45 w. No arcing was observed during use of the mcs instrument. The crack on the mcs tip cover accessory was identified when the mcs instrument was removed from the universal side manipulator (usm) arm in between procedures. No known instrument collision was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found tearing measuring approximately 0.20¿ to 0.181¿ in length at the distal end (mouth). No thermal damage and no missing piece was identified. It was indicated that the identified tearing at the mcs tip cover accessory mouth are most commonly caused by repeated thermal and mechanical stresses.